Event description:
Patient was undergoing laparoscopic sigmoidectomy and repair of colovesicular fistula, using autosuture premium plus ceea single use stapler. At the end of the procedure, the trocar tip was left behind. The surgical team, reviewing notes from the case the following day, realized that tip had been left in the abdominal cavity. A CT scan was done, the tip was located, and on (B)(6) 2015 the tip was successfully removed laproscopically. The retained foreign body episode resulted in two additional hospitalization days and a second surgical procedure. In that the product is inserted into the cavity as a single instrument, then separated into two pieces (i.e., tip separated from the device, then left behind requiring retrieval laproscopically), it would appear that this is a well designed device for an open surgical procedure, but presents a risk for a closed laproscopic procedure.